Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found no evidence of blood in the system and was unable to reproduce the issue with zeroing the iabp unit. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the zero button on the cardiosave intra-aortic balloon pump (iabp) was not functioning, and a possible blood back and iab rupture event may have occurred. There was no patient harm and no adverse event was reported.